Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The associated power supply cable was also replaced. The system was tested and found to be working as intended and returned to service.